Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.